Event description:
Device report from synthes europe reports an event in austria as follows: patient was implanted with click x construct on an unknown date. Reportedly, the patient was returned to the or on an unknown date for revision surgery due to loose and failed locking mechanism of the locking caps. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device was returned for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
The hardware was removed, date unknown. This report is for four click x 3d-head. This is 1 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, mnh, kwp, kwq. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.